Event description:
Patient called to state that he had a pacemaker implanted in 2018 and only lasted him four years. Patient notes he has the new pacemaker and was given a four year approximation on this pacemaker battery, also. Patient asked if mdt has developed a pacemaker battery that can last longer. Pt mentioned if medtronic could develop a battery that lasts 25 years he may be able to get only 8 years out of it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).